Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t machine experienced fluctuating temperature in setup mode. Upon follow up with the biomedical technician it was reported that while troubleshooting the issue, a popping sound occurred and the technician noticed a burning smell coming from the machine. The technician confirmed that they found burn damage on one of the wires to the card cage. The technician stated that they did not observe any smoke, spark, flame, or arcing during the repair. The technician stated that the machine has approximately 20,000 hours and that the card cage wire is the original fresenius part on the machine. The technician confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The technician confirmed that the burned component was saved, and will be returned for failure analysis. The technician confirmed the machine had not had past issues failing the electrical leakage test and was always plugged into a gfci outlet.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.